Event description:
It was reported that during pre-surgery, it was discovered that the sagittal saw attachment device was not working when plugged into the handpiece device. The reporter stated that the casing device was used together with the device. According to the reporter, the handpiece device was tested with another attachment device and it worked as expected. There were no delays to the planned surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not run. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to wear on components from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.